Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male patient who received poligrip (formulation unk) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced neuropathy and anemia. It was reported that the pt had experienced the events for the last 5 years and that his doctors were not able to find out the cause. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).